Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small. When the catheter was replaced, air continued to come out from the vizigo short. This occurred after mapping with the octaray, before switching to the stsf. The hemostatic valve itself did not appear to be damaged. No air entered the patient's body. No blood return was noted. The device was replaced. No patient consequences were reported.

Manufacturer narrative:
On 7-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small. When the catheter was replaced, air continued to come out from the vizigo short. This occurred after mapping with the octaray, before switching to the stsf. The hemostatic valve itself did not appear to be damaged. No air entered the patient's body. No blood return was noted. The device was replaced. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the hemostatic valve. In addition it was observed a severely bent mark in the shaft close to the handle area. An irrigation test was performed and no leakage was observed in the hemostatic valve; however, during the test, leakage was detected between the shaft and handle area. Further investigation revealed that the bent mark observed in the shaft could damage the inner components causing the leakage. Device history record review evaluation was performed for the finished device number lot 60000500 and no internal action related to the complaint was found during the review. Since the shaft was found with bent marks, this failure could be related to the hemostatic valve leak issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage in the shaft could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).